Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a peripheral stent placement. Following the procedure it was noted there were five beats of just p-waves with no qrs waves. Additionally, occasional decreases in the heart rate were observed. Review of a remote check did not reveal any device anomalies and all diagnostics were acceptable. An additional device check with the cardiologist was discussed. No adverse patient effects were reported.